Event description:
When opening the single use sterile 3cc syringe, a hair was noticed inside the syringe. This clearly is an un-sterile syringe. On (B)(6) 2017 I was preparing to inject a svis patient. When I was gathering my syringes to prepare injection on patient, I unwrapped the single 3cc luer lock tip sterile syringe, and noted a hair inside the syringe. The hair is long and apparent, and clearly this syringe was not packed sterile.